Event description:
The pt used a model 201a after being discharged from the user facility (but while still in the user facility). They heard a loud popping sound "like a .22-rifle shot" and the unit began smoking. The customer would like to determine what happened to the unit. The user facility is upset, although the reporter is less so.